Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"On post operative day 158 ((B)(6) 2024), patient (B)(6) had an ae of type 3 endoleak (type 3 junctional endoleak between thoraflex and tevar). No action was taken to treat the adverse event. The event was considered resolved on (B)(6) 2025. The patient continued in the study. Concomitant medications included: carvedilol 25 mg, valsartan-hydrochlorothiazide 320-25 mg, heparin, cefalozin, nicardipine, aspirin, vancomycin, prothrombin, epinephrine, clopidogrel, amlodipine, hydromorphone 1 mg/ml injection, midazolam 1 mg/ml injection, nicardipine 40mg, propofol 1000 mg in 100 ml, vancomycin. Adverse events reported by site include: thrombocytopenia, post op fluid volume overload, post op leukocytosis, atelectasis, tachycardia, hematology, toxic-metabolic encephalopathy, vasopressor dependent hypotension, pulmonary edema, post op acute blood loss anemia, post op hyperglycemia, post op thrombocytopenia. The investigator considered the event of type 3 endoleak as no sae of moderate severity. The investigator has assessed the event as possibly related to the thoraflex hybrid and extension devices (complaint reported to tas complaint team on 05/26/2026). Note: complaint was initially reported to tag complaint team on 05/19/2026 for the thoraflex hybrid plexus device, thp3034x100a, lot # 25366746-6127, s/n (B)(6). Additional tevar extension device: relay pro nbs 28-n4-36-154-36u". Patient outcome: "the event was considered resolved without treatment and without sequalae and the patient recovered."